Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving both fentanyl and dilaudid both of an unknown concentration and unknown dose via an implantable infusion pump for non-malignant pain and lumbar radiculopathy. It was reported by the patient that on an unknown date, 5-6 years ago, the patient's pump was single beeping and ended up in the ER. The patient stated the pump was empty at that time. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.